Event description:
A u.s. Distributor returned an electrode belt indicating that it would not communicate with a test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the electrode belt would not communicate with a test monitor. Upon evaluation, the yellow (pgnd) wire was open inside the trunk cable. The cause of the inability to communicate is the open yellow wire. The root cause of the open wire cannot be positively identified. No adverse event resulted from the open wire.